Event description:
Event description guidant received information that during the implant procedure, this right ventricular lead had perforated the ventricle, resulting in the patient developing tamponade. The patient was stabalized and referred to a surgeon. It was noted that the patient was 90 years of age with an enlarged heart, which may have contributed to the complications. The lead was removed and will not be returned for analysis.